Event description:
Patient presented to clinic for excision and repair of a lymphoma. Upon local anesthetic injection with a becton dickenson & co b-d 30g1 precision-glide (30 gauge 1 inch needle, lot #3305492) became dislodged at the hub with final injection. Faculty physician was present involved in case and proceeded to resect lymphoma with attempt at extraction of the needle without success.